Event description:
Subsequent to the initial report, additional information was received pertaining to the first clip procedure narrative. It was reported that on (B)(6) 2024, a mitraclip procedure was performed at adventhealth to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to a grade of 1. On (B)(6) 2025, the patient returned to the hospital due to dyspnea. Imaging showed the implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3+.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an estimated date of (B)(6)2024, a patient presented to (B)(6) in (B)(6) with degenerative mitral regurgitation (mr), aortic insufficiency, and a prolapsed anterior leaflet for a mitraclip procedure. One clip was implanted and the mr was reduced. On (B)(6)2024 (estimated approximately 2 months post-procedure), a single leaflet device attachment (slda) was observed. The anterior leaflet was detached and the mr was recurrent at grade 4+. Per the implanting physician, the imaging is an issue at the facility, which contributed to the slda. On (B)(6)2025, a second clip intervention was performed at (B)(6) hospital in (B)(6). The steerable guide catheter (sgc) was difficult to cross the atrial septum but was able to cross without causing damage. The physician commented, ""this sheath never wants to cross the septum. It's the worst delivery sheath." An xtw was used to grasp the leaflets on the lateral side of the previous clip, and then repositioned more medial to reduce the mr to mild. During the deployment procedure, the mr returned and it was noted that a perforation occurred between the two clips. Deployment was stopped prior to the removal of the lock line and the clip was repositioned more medially with a reduction to mild mr. Clip was deployed and the result remained with mild mr. There were no adverse patient sequelae.